Event description:
It was reported that the 3 small holes were observed in the artificial urinary sphincter (aus) balloon during device preparation. The defective balloon was not implanted and a new device was utilized to successfully complete the implant procedure. There were no patient complications in relation to this event.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported allegation of a hole/perforation. The observed pinholes are consistent with tool damage attributable to handling of the device most likely during preparation. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon was visually inspected, microscopically examined, and tested for leaks. Two separate pinhole leaks were identified in the balloon shell. The damage is consistent with tool or sharp instrument damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the 3 small holes were observed in the artificial urinary sphincter (aus) balloon during device preparation. The defective balloon was not implanted and a new device was utilized to successfully complete the implant procedure. There were no patient complications in relation to this event.